Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted a 3.50x16mm taxus express2 drug eluting stent in an unknown location. Approximately 2 years later, the patient presented with stent thrombosis. The patient had been on plavix until 2007. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. Product analysis could not be completed because the complaint product was not returned. The batch number for this complaint is unknown, therefore, a review of the manufacturing records could not be carried out. The exact cause of the difficulties experienced during the procedure could not be determined.